Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG signal loss. There was no adverse pt impact. Another defibrillator was substituted. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported 12-lead ECG signal loss. There was no adverse pt impact.